Event description:
It was reported the patient had an unrelated surgery where the device was not placed in surgery mode. Subsequently, the patient had trouble connecting to the ipg. A recovery function was executed and successfully recovered the ipg.

Manufacturer narrative:
An inoperable pulse generator was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The system was recovered through abbott intervention. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.